Event description:
It was reported that the intra-aortic balloon (iab) was unable to monitor arterial pressure. No harm was reported.

Manufacturer narrative:
E1: event site name: (B)(6). The serial number and lot number for the medical device referred to in this medical device report have not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.